Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage (sleep/wake button unresponsive; screen unresponsive) was not confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet insulin pump became unresponsive to all screen inputs, with a video provided demonstrating that no commands were accepted; the user attempted charging and restart without resolution, and a replacement device was arranged. Symptoms included no adverse clinical effects and no reported blood glucose impact. Outcomes included continued cgm monitoring via dexcom and instruction to shut down the device to avoid further alerts, with data not transferred to the replacement and a standard startup required. Investigation included device replacement logistics and return for evaluation. Investigation of this device revealed a suspected device malfunction related to the user interface or touchscreen responsiveness, consistent with a hardware screen unresponsive issue requiring replacement. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction of unknown root cause pending evaluation.